Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a follow-up in clinic after an initial implant procedure. Upon interrogation, the patient's right atrial lead exhibited intermittent low pacing impedance values. In addition, during the lead revision procedure it was noted that the physician tied the suture around the lead instead of the suture sleeve and was suspected to be the reason for the abnormal pacing lead impedance values. The patient was noted to be stable throughout the event. The lead was explanted and replaced. The patient's condition was stable before and after the procedure.